Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/21/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported no (alternating current) ac power. Unit is running on internal battery when ac is connected. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date received by MFR: 01jul2019, date of report: 07aug2019. The manufacturer¿s technical services confirmed the reported issue. The customer was provided with the part numbers for the battery and power supply. The customer replaced the defective power supply to address the reported problem. The unit successfully passed the required performance verification test.